Manufacturer narrative:
Result of investigation: vyaire medical was able to verify customer's reported problem of low o2 levels. All testing performed with a good known test ac adapter and patient circuit connected. Ventilator passed 120 hours extended tests at customer settings with no unusual alarms or conditions. Ventilator failed ts final test at pressure & oxygen blending performance. Vyaire technician replaced flow valve with a good known test flow valve and ventilator passed pressure & oxygen blending performance.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated, but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported device has low oxygen levels on the lap top ventilator 1200. The customer confirmed that there was no patient involvement associated with the reported event.